Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. The device was visually inspected. The service center found evidence of foam degradation during device evaluation. The device's downloaded event log was reviewed by the manufacturer and found no error. The unit was scrapped.

Manufacturer narrative:
The manufacturer previously reported that in (device) problem code grid with incomplete coding which is corrected and upadted in the following report.